Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement. The shock impedance has fluctuated since implant. The out of range impedance measurement could not be recreated with isometrics and there has been no noise noted. The physician has elected to address the issue at the next device changeout as the device is getting close to elective replacement indicator (eri). There have been no adverse patient effects reported.